Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.

Manufacturer narrative:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Event description:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg did not communicate with external devices. Troubleshooting did not resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported observation of ipg communication issues with a patient controller was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift on two of the three ble advertising channels, which resulted in the returned ipgs inability to communicate with a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and failed the bluetooth ble test step. No further ate test steps could be performed due to the bluetooth failure.